Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 500 mg/dl at the time of incident and current blood glucose level was 500 mg/dl. Customer other relevant blood glucose level was 240, 400 mg/dl. Customer also experienced nausea. Trouble shooting was declined for high blood glucose. The product will not be returned for analysis.